Event description:
It was reported that the patient presented in clinic for follow-up post implant procedure. Upon interrogation, it was found that the right atrial (ra) lead exhibited no capture. Chest x-ray and computerized tomography scan were performed and further confirmed that the ra lead had dislodged and caused cardiac perforation. The ra lead was capped and replaced on (B)(6) 2022. Patient condition was stable throughout.